Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8.0/3.34 in 2006, and 5.7/3.02 on the following day. The doctor held coumadin for three days. The reporter declined product replacement.